Event description:
Pt was involved in motor vehicle accident with a fracture/dislocation of the right hip approx eight months ago. He subsequently developed a vascular necrosis of the right hip. It progressed to the point where his activities were limited and the pt was admitted to the hosp for a total hip arthroplasty. He wasn't able to ambulate without the aide of crutches. Pt underwent a right total hip arthroplasty 8/5/97. Following surgery, the pt sustained two dislocations of the right total hip arthroplasty that required reduction under anesthesia. Pt ultimately underwent revision of the hip 8/11/97. Cause of postoperative dislocations is unknown. Note: only the acetabular component was revised.